Event description:
It was reported that the patient underwent surgery to treat stress urinary incontinence on (B)(6) 2002 and a sling was implanted. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to structures and tissues. No additional information has been provided.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2002 and mesh was implanted. Following insertion, the patient experienced pain. No additional information was provided. (B)(4).

Manufacturer narrative:
Resubmission with the correct file number. (B)(4). It was reported that the patient underwent gynecological procedure concurrently with cystoscopy, posterior repair and perineorrhaphy. It was reported that following insertion the patient experienced extrusion, infection, urinary/bowel problems, organ perforation, fistulae, recurrence, bleeding, neuromuscular problems and vaginal scarring. It was reported that patient underwent removal of tvt and burch urethropexy on (B)(6) 2009 by dr. (B)(6) at (B)(6) due to dyspareunia and erosion of vaginal mesh. (Per plaintiff information).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.